Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. There is tissue adhesive on the surface of bending rubber. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that the release point was mistaken when injecting the medical-use glue. Furthermore, the user was responsible for using the medical-use glue, and olympus has not verified the removal of the medical-use glue through reprocessing. The event can be detected/prevented by following the instructions for use which state: ltf-240 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in ltf-240 series reprocessing manual chapter 7 cleaning and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flex deflectable videoscope distal end had adhesive tissue attached. The issue was discovered during service/maintenance. There were no reports of patient involvement.